Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent manipulation on an unknown date due to pain and lack of mobility. Patient alleges the surgeon indicated a revision procedure to replace the femoral component is necessary.